Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer went to the emergency room (ER) on (B)(6) 2026 and was subsequently hospitalized with a blood glucose (bg) level of 489 mg/dl and ketones. The customer received intravenous fluids of saline and insulin to address the bg. Customer was released from the hospital 2 days later on (B)(6) 2026 with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.